Manufacturer narrative:
The customer reported the top port would not draw or flush, and then returned one used sample of material mzx5305, lot 25019363. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water from a syringe, and the complaint of slow/no flow from the top port (maxzero) was confirmed. There was no issue or problem with the flow in the smart site from the middle of the tubing. This demonstrates that the occlusion was located in the maxzero. After a couple flushes, there was no more issue, and the occlusion had broken, and flushing took place as normal. One week later, on 09/22/2025, an additional sample was received from the customer. Upon initial visual examination, the set had no defects or abnormalities. Upon functional testing, the set was able to administer fluid and the issue could not be replicated. The second set does not verify the complaint. The manufacturing plant could not find the root cause for the occlusion to be related to the manufacturing process. The root cause is unknown, as the occlusion was verified, and then 'broken' and normal flow was achieved in the set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that the top port of tubing would not draw blood, flush or infuse fluids.